Event description:
It was reported during a procedure the tfn handle missed and the compression nut and aiming sleeve are not operating properly. The guide is not retaining the compression nut. The date of the procedure was reported as (B)(6) 2013. The procedure was a sub trochanteric hip fracture implant procedure. Surgeon switched out the insertion handle and changed the instrumentation to complete the procedure. There was a 5 minute delay in completing the procedure. The procedure was successfully completed with no patient injury. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is an instrument and is not implanted and/or explanted. The device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.